Event description:
The customer received a blood glucose reading of 170mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 94mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strip information was not provided but strips are expected to be returned for evaluation. A new meter and test strips were sent to the customer.